Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an 18 ga. Introducer needle which was examined under magnification. Half of the hub had cracked off and was in multiple pieces. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Since the hub is a purchased component, further investigation has been initiated with the supplier. Additional information: patient details and relevant history has been added. Product information including catalog number, brand and device names, lot number, product code and 510(k) have been identified from the returned sample and added as well.

Event description:
It was reported that during insertion, the needle hub cracked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Event description:
It was reported that during insertion, the needle hub cracked. As a result, a new kt was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).